Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00118 thru 3012447612-2019-00120.

Event description:
It was reported that the threads of three closure tops were damaged during final tightening within surgery. They were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is report one of three for this event.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the device was not returned, however, photos were provided. The identity of the devices was confirmed. Visual inspection revealed that a portion of the threads have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of three closure tops were damaged during final tightening within surgery. They were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is report one of three for this event.

Manufacturer narrative:
Additional information: the identity of the devices was confirmed. Visual inspection revealed that a portion of the threads have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head.

Event description:
It was reported that the threads of three closure tops were damaged during final tightening within surgery. They were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is report one of three for this event.